Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transcarotid transcatheter aortic valve replacement procedure to implant a 29 mm sapien 3 valve, the valve embolized into the ascending aorta due to improper alignment of the valve on the inflation balloon of the commander delivery system. The operator had some difficulty with the valve alignment attributed to anatomy and access in the carotids. The balloon was not brought back into the valve the entire way during the valve alignment. The valve was prior to the alignment markers when deployed. The physician determined a suitable spot in the ascending aorta and implanted the valve. A second valve was deployed and implanted inside the first implanted 29mm sapien 3 ultra valve. A third valve was prepped in and deployed in good position with a good result. The patient was in stable condition following the procedure. There was no damage identified to the devices upon removal.